Event description:
It was reported that during scheduled review of the implantable cardioverter defibrillator (ICD), possible intermittent loss of atrial capture with subsequent undersensing of the intrinsic atrial complex was observed. The device was currently programmed to ddi with atrial output at 5 v at 2.0 ms and atrial sensitivity of 0.25 mv. The ICD remains in service and no adverse patient effects were reported.